Event description:
It was reported that, a cori console has caused many problems due to multiple drill disconnect errors. During a cori procedure, it presented the same issues and caused a delay greater than 30 minutes. The surgery was completed by re-booting the system. No patient injury or other complications were reported.

Manufacturer narrative:
H3, h6: the cori console p/n rob10024 sn (B)(6) intended for use in treatment was returned. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. A kpc test was performed and the test passed. The reported problem was not confirmed. A case was run through and at no point were there any connection errors. A log file review was attempted but the appropriate log files were not made available. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the reported problem was not confirmed through a visual or functional evaluation, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed; 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. H10 - additional information. D10- concomitant medical products h11 - corrected data. G2- report source.

Manufacturer narrative:
The cori console p/n rob10024 sn000135 intended for use in treatment was returned. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. A kpc test was performed and the test passed. The reported problem was not confirmed. A case was run through and at no point were there any connection errors. A log file review was attempted but the appropriate log files were not made available. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Further investigation into the reported failure is being conducting to determine if additional actions are required.